Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that server was powered off. A technical support specialist (tss) confirmed that hospital information technology (it) team powered the server back on and verified that all bd services were running, and messages were processing and confirmed that all stations were out of disconnected mode. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server went offline and all stations had disconnected mode. However, there were no delays or adverse events or injuries reported based on this event.